Event description:
Per the clinic, the device was explanted (specific date not reported) due to a tip foldover. The patient was reimplanted with another cochlear device (specific date not reported).

Event description:
Correction: the previous or initial MDR submitted on july 19, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.